Event description:
(B)(4). I got the essure of (B)(6) 2012 non stop pain in my girl area around my tubes. It gets bad where it's hard to work, play with my kids and have sex with my husband. Since I got this I have seen a lot of doctors and the two doctors that did my c section and the one who put essure in me as damage my inside that I'm a high risk of having surgery in my girl area.